Event description:
It was reported that this left ventricular (lvi lead exhibited a low pacing percentage along with low intrinsic amplitude. Technical services (ts) reviewed and noted the patient had a high count of premature ventricular contractions (pvc). Ts discussed programming options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).